Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: an adjustment of the coupling was not possible. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates that they were not able to determine the root cause of this complaint. The device was repaired and returned in terms of fair dealing. Device was used for treatment, not diagnosis.